Manufacturer narrative:
On (B)(4) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the graphite ferrule was not crimping on peek tubing. Instructed the customer to crimpe the ferrule, but the filter continued to leak. The fse ordered the part for the customer to replace on (B)(6) 2015. A follow-up call from the fse indicated that the instrument had returned to normal operation with the new parts. The g8 analyzer was functioning as intended and the issue cleared. No further action required by field service. The most probable cause of the reported event was due to a defective filter line. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported that the filter was leaking on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.